Manufacturer narrative:
Device evaluation summary: device evaluation of monitor (B)(4) has been completed. The reported problem (won't power up, service code 107) was confirmed. Upon investigation, the monitor was unable to power up. Several components on the monitor c/a board were thermally damaged. The cause for the thermal damage was isolated to a damaged c22 high-voltage capacitor. The negative lead of c22 was lifted from the pad on the defibrillator board. The root cause for the broken lead on c22 could not be positively identified, but the damage likely resulted from the monitor impacting a hard surface. Root cause analysis of similar events found that excessive strain on the printed circuit assembly (pca) from severe impact can cause fractured solder connections. A mechanical design change to reduce the pca strain was approved by FDA on (B)(4) 2012. No adverse event resulted from the broken lead on c22. The patient received a replacement monitor.

Event description:
A (B)(6) female patient called zoll customer support to report that her monitor wasn't powering up properly and she was receiving a service code 107. The patient was issued a replacement monitor.